Event description:
It was reported that the patient developed allergic reaction to antibiotic coating (tetracycline) used to reduce penile prosthesis infection after device implantation. The surgical wound started to drain clear fluid four days post surgery and continued to drain profusely for every few days for approximately 30 days. A couple of weeks later, the entire ipp system was removed and no device replacement was made. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.